Event description:
During intra-articular knee injection of monovisc, an insurmountable amount of resistance was encountered by the md when trying to press down the plunger, one of the handgrips cracked and detached from the syringe. The syringe was disconnected and needle was removed without complication. No harm to patient was noted. This is being reported as a defect with the medication/syringe as the plunger would not depress with the expected amount of force and a piece broke off of the syringe.